Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote monitoring system issued an alert for a high out of range pacing impedance measurement of greater than 2000 ohms for the pacemaker and another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and asked if it was a sudden increase to which the clinician noted that the impedance measurements have been inconsistent and been increasing and decreasing. The patient was brought into the office where it was noted the lead safety switch (lss) had been triggered due to the out of range impedance measurement and changed the polarity from bipolar to unipolar. During the in office interrogation all impedance measurements were within range. Approximately one month later the lss was re-triggered due to another high out of range pacing impedance measurement. Review of episodes on the remote monitoring system found oversensing of the minute ventilation signal. Boston scientific technical services (ts) was consulted and suggested programming mv off along with obtaining an x-ray and further tests. At this time the physician opted to have the mv programmed off and will continue to monitor the patient. The rv lead and device remain in service and no adverse patient effects were reported.